Event description:
It was reported to philips that the flexvision pc failed to bootup, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system was stuck at zero, flex vision pc not booting with the rest of the system. Upon troubleshooting, fse checked the system and found that the flex vision driveway not turning on when system is booting. To resolve the issue, the fse reinstalled software on flexvision pc, verified settings post-reinstallation and confirmed successful booting through multiple attempts. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.